Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the associated device was unable to pace with these attached electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were returned for evaluation. A visual evaluation showed no discrepancies. Testing was performed for continuity, electrical and adhesiveness and the electrodes pads passed and were within specification. Based on the evaluation and testing performed there were no assembly or performance discrepancies noted. Zoll attempted to contact the customer regarding patient prep and setup to no avail. Based on our investigation, we can not conclude a device or electrode pad malfunction. We can conclude that coupling between the patient and the electrode pads was not optimal. The customer received replacement electrodes. Analysis for reports of this type has not identified a trend.